Event description:
Pt was born with a chest deformity (hol) and was told she needed plastic surgery to correct the defect. On (B)(6) 1976 breast implants were implanted. In 2000, breast implants burst and was replaced (B)(6) 2000. In 2005, pt had both breast implants rupture and was leaking. Went to (B)(6) and implants were replaced (B)(6) 2005 without any cost to pt. In 2007, pt started to feel implants moving, leaking and was folded over. Pt went back to (B)(6) and they are refusing to replace implants. On (B)(6) 2015 pt called mentor and spoke to the quality department and was given a file number (B)(4) and was told she has a lifetime replacement warranty on her implants but(B)(6) is refusing to replace her implants.